Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7084567/7085993/7088013. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 531396.

Event description:
It was reported that the patient was not getting adequate stimulation due to lead migration. It was also noted that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent a revision procedure wherein the ipg and spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned.